Manufacturer narrative:
The reported events of low pacing impedance and the insulation damage were not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing found internal shorts between conductors due to the damaged inner insulation consistent with procedural damage.

Event description:
It was reported that the patient presented for a system implant procedure. The post-procedure check showed that the right ventricle (rv) and right atrial (ra) lead exhibited low pacing impedance. Upon further examination, it was discovered that both leads had insulation damage. Both rv and ra leads were explanted and replaced. The patient was in stable condition.